Event description:
Report received of an operator error that resulted in an adverse event while the device was in use. The pt was being treated in the emergency dept following a traumatic fall from a bike, and was undergoing a CT scan of the chest, abdomen, and pelvis. The tubing set in use was an extension set with an integral clave y-site. The distal end of the extension set contained an option-lok and the proximal end of the tubing contained a female adapter with a nonsecured cap/cover. The set was being used to deliver 80ml of contrast media via a power injector at a rate of 300psi through the integral clave y-site. The customer reported the original nonsecured cap was left on the female adapter during the injection. After the injection of the contrast media ws complete, the radiological staff entered the room and noted some "drops" of blood on the floor. At this time, the customer contact reported that the nonsecured cap had "blown off" of the female adapter and air was reportedly "sucked" into the pt. The pt was placed in the trendelenberg position, and the female adapter of the tubing set was capped. The customer contact reported that the staff, "usually clamp off the pigtail with the slide clamp close to the y-site;" however, it was not reported if the slide clamp had been closed. A CT scan of the brain was completed. The CT scan indicated a "moderate amount of air in the right venticle" of the brain. The pt was reevaluated the following morning, and was reported as "fine." There were no reported adverse pt sequelae. The pt was discharged on an unspecified date. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The nonsecured cap/cover located on the female adapter is to maintain sterility of the fluid path until the set is used. The event is due to misuse of the product. The label on the product states, "remove caps when required and secure connections." The female adapter was not capped by the user with a secured cap prior to clinical use. The customer will be notified that the unused female adapter should be connected to a secured cap or male adapter prior to pt use.